Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cori demo, the power supply box was damaged. The fuses were checked and seemed ok. However, no power is transmitted to the other sources (touch screen, cori unit); the separate al units do function. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Results of investigation: the ri robotic drill, part number rob10013, s/n (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A photo was provided in the field report for review, however it does not provide any evidence of the reported failure. A functional evaluation was performed. The reported problem was confirmed. The console base was powered using a converter box to output 220v. A touchscreen was attempted to be powered up, but failed. The fuse was removed and it was found that the fuses were installed incorrectly. The one end of the fuse was not making contact with the post on both sides. The fuses were installed correctly and the transformer was able to output power without any issues. The most likely cause of the event is incorrect installation of the fuses. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: (B)(4) sections d1 and d4 were corrected with the additional information received.